Event description:
The customer reported to baxter (B)(4) a vialmate reconstitution device in which leaking was observed during reconstituton of antibiotics. There was no patient involvement; therfore, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a companion sample was returned for evaluation. Visual and functional tests were performed. During the functional test, the sample was docked to a solution bag and vial. No reconstitution or leak issues were found. The solution bag was held up with the device and vial attached. No solution was observed draining back into the vial. The defect was not confirmed in the sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).a companion sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.